Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead, lot # 0205568123, found that the lead was packaged incorrectly. Some adhesive from the outer seal was on the edging of the inner lid plastic molding.

Event description:
It was reported that during a procedure, it was found that the sterile package was not completely sealed. The cable "looked out of the package." The device was never implanted and a different device was used for the surgery. No patient injury.